Manufacturer narrative:
A second surgery has been scheduled within the next few weeks to retrieve the part. No additional adverse consequences have been reported from this event. The device is used for treatment. The device was not returned, therefore the complainant's event could not be verified. The device history record revealed nothing relevant to this event. The cause of the event could not be determined from the information available and without device evaluation. The most likely cause of this type of event is user mechanical damage from dropping the device or hitting the device against another device. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remained in patient.

Event description:
The space for the procedure was too limited so the surgeon could not see the needle. After the removal of the bursae, he again used the scorpion suture passer. Now there was more space, and that enabled him to see the fiberwire, so he released the handle of the scorpion. During turning to reach for the fiberwire with the retriever, the point of the scorpion suture passer broke. He tried to remove this particle out of the patient, but was not able to do so. No further patient or event information was provided at the time this event was reported.